Event description:
A 71 yr old white male noted that he was receiving shocks at inappropriate times. Upon investigation and x-rays two defib leads also noted to have reached battery end of life and so presented for elective aicd replacement with lead replacement as well. This was accomplished without incident and the pt was discharged to home 12/3/96. The leads remain in the pt and were capped.